Event description:
It was reported that the patient's physician told her to turn the stimulation off because it didn't seem to be working and he wanted her to try a few days without it. It was noted that the stimulator had not worked for several months. The patient stated the physician believes the lead is in the wrong place. The patient tried turning it off for the first time today but was not able to. A problem with the patient programmer was also reported. The patient was getting replace battery warning screen. The patient needed to find new batteries and would call back if needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0dy97, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0dy97, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).